Event description:
It was reported that during an unknown procedure the active blade of the jaw was broken during normal usage and fell into the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: did the titanium blade tip fall into the patient? - yes. Was the tip left inside the patient? - no. Or was the blade tip retrieved? - yes. How was the tip retrieved? (E.g. Convert to open" removed through trocar") describe how? - through the trocar! If converted to open, was the convert to open a direct result of the broken blade and the need to retrieve the blade tip? Was there a solid tone prior to noticing the broken blade tip? - no signal. Was there an error code produced prior to noticing the broken blade tip? - no, which error code? Was there any contact with metal during activation of the device? - no. Were there any transactions across staple lines? - no. Were the troubleshooting techniques followed when the error code/sold tone was received? How was procedure completed? Describe how. - the generator was turned off and device retrieved from the patient. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.